Manufacturer narrative:
The device was not returned to edwards for evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a 21mm 3300tfx aortic valve was explanted via full sternotomy after implant duration of eight (8) years, eight (8) months, due to stenosis, degeneration, and calcification. Patient presented with fatigue. The explanted device was replaced with a 23mm 11500a aortic valve. The patient underwent root enlargement after explant to get larger valve in. Patient was in stable condition.

Manufacturer narrative:
Image evaluation: customer report of degeneration was confirmed through image evaluation. Reports of stenosis and calcification were unable to be confirmed through image evaluation. X-ray analysis is required for calcification evaluation. Two color photos of explanted valve outflow aspect were provided. Valve appeared to have torn leaflets and unknown growth on the remaining leaflet surfaces. The torn leaflet fragments were not shown in the provided photos. Wireform appeared exposed on two of the three commissures. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and coronary artery disease (cad), diabetes.